Event description:
It was reported that this event occurred in the intensive neurology department. The pressure on the catheter was unable to be read. After some time of use, the pressure decreased and a measurement over the catheter was no longer possible. It is unknown if the catheter was removed and/or replaced. There was no delay in treatment. No complications, injury, or death occurred to the pt. No further details are available, the incident occurred some time ago and the physician was unable to provide more information.

Manufacturer narrative:
(B)(4). Sample will not be returned.